Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in auxiliary water channel. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited white foreign material on the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. Besides the reportable malfunction of foreign material in the jet tube additionally, the evaluation found the following non-reportable malfunction(s): aw-cylinder and suction cylinder had no color; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to a crack, probe cover had a snag on it; adhesive on bending section cover was detached; connecting tube had a scratch; universal cord had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.